Manufacturer narrative:
(B)(4). The incident information was reviewed, however, there was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery (rca) with mild tortuosity and mild calcification that was 90% stenosed. During deployment of the 3.5 x 48 mm xience xpedition rx drug eluting stent at 14 atmospheres a distal edge dissection occurred. A 3.5 x 16 mm non-abbott stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.